Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart xl was unable to pass the self-test with a shock equipment malfunction. There was no reported pt involvement.